Event description:
Additional information indicated that a surgical intervention took place on 12 may 2021 wherein the lead was explanted and replaced.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient is experiencing ineffective stimulation due to low impedance issues. As a result, surgery intervention is pending to address the issue.